Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by trying a third cartridge, which worked, allowing the pump to function normally again, and there was no replacement of any pump or consumable needed.